Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed less than 3 ml of diluent had leaked from the instrument. The fse replaced a tubing at pinch valve pv27 which had a hole in it to resolve the leak. Failure mode of the leak is attributed to the tubing which had a hole at pinch valve pv27. (B)(4).

Event description:
The customer reported approximately 2 ml of clear liquid leaked from pinch valve pv27 onto the counter during startup involving the lh 500 hematology analyzer. The customer stated that the instrument was shut down and required service. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.